Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight and a broken shell. A microscopic analysis was performed which identified a crease sharp opening on the posterior and have a non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick.

Event description:
Healthcare professional additionally reported "significant capsular contracture", baker grade unknown.